Manufacturer narrative:
According to the technician's statement, the sound of the leakage was heard during inspection of the ventilator before use. The leakage was located between o2 hose and o2 gas module. The o2 hose was checked and was working correctly. The o2 gas module was suspected to be defective. The customer asked the dealer to handle the repair and we did not receive further information regarding the repair. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Unfortunately, the device's logs were not provided. The o2 gas module is suspected of being defective, however final information about repair was not provided, hence the cause of the issue could not be determined.

Event description:
It was reported that the ventilator had leakage. There was no patient involvement. Manufacturer's ref. #: (B)(4).